Event description:
During incoming inspection at zoll medical the device's pace current was out of specification. Device specification is 133-147ma, and the current output was at 147.5ma. There was no pt involvement in the reported malfunction.